Event description:
It was reported that approximately four months post port placement, the catheter allegedly disconnected, leaked and migrated to the right ventricle. Reportedly additional intervention was used to remove the catheter. The patient's current status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI low profile implantable port with one catheter and one catheter lock were returned for evaluation. Gross visual, microscopic observation, dimensional observation and functional testing were performed. The investigation is inconclusive for the reported disconnection, migration and leak issue as the exact circumstances at the time of reported event cannot be verified. Some measurements of the outer diameter of the port stem were found to be below specification limits and the inner diameter of the cath-lock was found to be above specification limits during dimensional evaluation. However, these were not considered definitely out of tolerance as manufactured as other factors such as from the procedure/use could have contributed to these small variations in the cath-lock and port stem. Furthermore, a supplier notification was initiated and the supplier indicated that they have reviewed the retain samples located at their facility of the catheter lock and port body and their corresponding lot numbers, and that they can find no instance of defective or out of tolerance parts. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately four months post port placement, the catheter allegedly disconnected, leaked and migrated to the right ventricle. Reportedly additional intervention was used to remove the catheter. The patient's current status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one m.r.I. Low profile port, one catheter segment and one catheter lock were returned for evaluation. Functional, gross visual, microscopic visual and dimensional evaluations were performed. The investigation is confirmed for the reported disconnection, leak and migration issue as the outer diameter of port stem was found to be below of specification limits and the inner diameter of the cath-lock was found to be above of specification limits. Per the reynosa evaluation, this condition was caused during the supplying process, and the cause of the port catheter allegedly leaked, disconnected and migrated was determined to be supplier related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that approximately four months post port placement, the catheter allegedly disconnected, leaked and migrated to the right ventricle. Reportedly additional intervention was used to remove the catheter. The patient's current status is unknown.